Manufacturer narrative:
H6: investigation summary: a device history record review was completed by our quality engineer team for provided final lot number 0065660 and all applicable sub-assembly lot numbers. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Further action has not been determined necessary at this time. H3 other text : see h.10.

Event description:
It was reported that syringe 20ml ll tip conv pak had foreign matter. The following information was provided by the initial reporter: material no.: 305617 batch no.: 0065660. It was reported that there was a black growth on top and side of plunger. Per complaint form: batch compounding and when were labeling the syringes noticed one had a black spot inside at the top of the barrel. Pulled plunger out and removed fluid and noticed a black growth on top and side of plunger.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 20ml ll tip conv pak had foreign matter. The following information was provided by the initial reporter: material no.: 305617, batch no.: 0065660. It was reported that there was a black growth on top and side of plunger. Per complaint form: batch compounding and when were labeling the syringes noticed one had a black spot inside at the top of the barrel. Pulled plunger out and removed fluid and noticed a black growth on top and side of plunger.